Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 27-jul-2018, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 12-oct-2018, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 12-oct-2018, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 31-dec--2018, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 28-dec--2018, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that batteries exhibited power switching with beeping. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: g3, h10 a supplemental report is being submitted for corrections and device evaluation. G3 report source corrected from health professional, company representative to foreign, health professional, company representative. Additional products h5 label for single use corrected to no. Additional product (B)(6) d4 expiration date corrected from 31-jul-2019 to 31-oct-2019. Additional product second (B)(6) d4 expiration date corrected from 31-jul-2019 to 31-oct-2019, serial # corrected from (B)(6) to (B)(6). Additional product (B)(6). H4 manufacture date corrected from 31-dec-2018 to 19-dec-2018. Product event summary: six batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection; functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. Further investigation using a representative sample revealed that the reported event was replicated while the battery was connected to a battery charger and exposed to electrostatic discharge (esd). The zvchg fet disables the charge and discharge fet, rendering the battery inoperable. This is an additional observation not related to the reported event, which can most likely be attributed to an esd event while connected to a battery charger. Failure analysis of (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6)revealed that the batteri es passed visual inspection and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Analysis of the available data log file did not reveal any premature power switching events or momentary disconnections within the analyzed period. As a result, the reported event was not confirmed. A power source lubrication procedure had been performed on (B)(6) and (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 11-oct-2019. There is no evidence that the lubrication servicing had been performed on (B)(6), (B)(6), (B)(6), or (B)(6). Additional products: d4: serial #: (B)(6). D10: yes, return date: 19-may-2020. H3: yes dev rtn to MFR? Yes. H5: no. H6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: expiration date: 31-oct-2019 / serial #: (B)(6). D10: yes, return date: 19-may-2020. H3: yes dev rtn to MFR? Yes. H5: no .h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 648. H6: FDA conclusion code(s): 4309 d4: expiration date: 31-oct-2019 / serial #: (B)(6). D10: yes, return date: 19-may-2020. H3: yes dev rtn to MFR? Yes. H5: no. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial #: (B)(6). D10: yes, return date: 19-may-2020. H3: yes dev rtn to MFR? Yes. H4: mfg date: 19-dec-2018. H5: no. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial #: (B)(6). D10: yes, return date: 19-may-2020. H3: yes dev rtn to MFR? Yes. H5: no. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c, d, and g codes. Product event summary: six (6) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection; functional testing of (B)(6)revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. This is an additional observation not related to the reported event. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed (B)(6) inoperability has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. The log files of the controller in use during the reported event, (B)(6), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the available data log file did not reveal any premature power switching events or momentary disconnections within the analyzed period. As a result, the reported event was not confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 11-oct-2019. There is no evidence that the lubrication servicing had been performed on (B)(6). Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.